Manufacturer narrative:
The customer reported that the arrhythmia strips on this central nurse's station (cns) will be saved but they will save with another patient instead of the patient they are meant for. This issue happens with two different bedsides. The patient information will swap with each other and will continue to do so until either both are discharged or just one. The customer states this happens intermittently and sometimes the fix is discharging both patients, but if the discharging of the patients does not fix the issue, the patient information will just continue to be swapped. No harm or injury was reported. (B)(4).

Event description:
The customer reported that the arrhythmia strips on this central nurse's station (cns) will be saved but they will save with another patient instead of the patient they are meant for. This issue happens with two different bedsides. The patient information will swap with each other and will continue to do so until either both are discharged or just one.